Event description:
Introduce broke in side patient's vein.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Introduce broke in side patient's vein physician was attempting to use a closure fast procedure pack and encountered an issue with the blue dilating catheter. The luer head lock on the blue catheter sheath snapped and got detached from the plastic catheter body. Part of the catheter snapped inside and remained within patient's vein. Extra incision was needed to remove the part. Another procedure pack was opened to complete the procedure completed. No additional treatment was required. The device is expected to be returned.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Event description:
Introduce broke in side patient's vein.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no deviations or non-conformances were found. Two unsealed samples were returned for review. A visual inspection was conducted on the product. The visual inspection determined that the dilator hub was detached from the dilator tubing. Upon closer look, there were no signs of over molding on the dilator tube. This may have been the result of the tubing being pushed out of position due to excess pressure which caused a space between the tubing and the wall. This would allow the plastic to flow over the core pin and attach itself to the edge of the tube thus making a brittle bond. Since this the only complaint with this part number with this issue, it is likely that this part was created during set up of the machine settings and not from a systemic issue. This will be treated as an isolated occurrence.